Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported through the patient outcome that the patient passed away. The cause of death was determined to be a broncho-aortic fistula causing acute blood loss, anemia, elevated international normalized ratio (inr), acute hemoptysis, acute mediastinal hematoma, and broncho-aortic fistula. No additional information was provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The heartmate 3 lvas IFU lists adverse events such as bleeding that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14mar2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. Cause of death was broncho-aortic fistula causing acute blood loss anemia, elevated inr, acute hemoptysis, and acute mediastinal hematoma.